Event description:
Clarification of event: the lead was capped and not explanted as previously reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported fluoroscopy revealed externalized conductors last year. The lead was explanted and replaced. No electrical anomalies were detected. The patient condition is stable.